Manufacturer narrative:
The fse confirmed that he replaced a needle cartridge/assembly that was leaking. He also replaced a faulty rbc diluent dispenser to resolve the high rbc on qc issue. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately 10 ml from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The fse reported that the rbc parameter was high on quality control runs. There was no biohazard exposure to open wounds or mucous membranes. The customer stated that the instrument was down and there was no further patient samples processed. No erroneous results were associated with this event.